Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that ins is dead. The caller said he doesn't know for how long but it's been a while. Additional information was received. It was reported the cause of the implant being dead was assumed to be age as it was 7 years old. An appointment was scheduled with the patient's implanting doctor. It was noted the patient was recovering from an unrelated surgery and they may discontinue the use of the device, they were not experiencing any pain.